Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
Patient had groshong cvc placed in (B)(6) 2013. From placement blood regularly observed back flowing in catheter. Patient has continuous infusion via pump of epoprostenol. Patient catheter occluded so patient not receive meds- patient collapsed.